Event description:
It was reported that log file submitted captured two no external power events on (B)(6) 2022. These were caused by power to the mobile power unit (mpu) being briefly interrupted. No additional information provided. System controller manufacturer report number: 2916596-2022-10181.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log files spanned approximately 33 days ((B)(6) 2022 per the timestamp). A no external power alarm activated (B)(6) 2022 at 17:50 due to the rsoc and bus voltages simultaneously diminishing to ~3.6v with a loss of ac power while connected to the mpu. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Additional information on (B)(6) 2022 stated that the power interruption happened at home. The cause of the event was not identified. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated that the no external power events were caused by a power outage to the patient's home.